Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg and csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. On (B)(6) 2026, the patient was admitted for a possible infection. On (B)(6) 2026, the patient was evaluated by the surgeon, and a pocket infection was confirmed. A full system explant was done, and the patient was administered oral antibiotics. The patient was stable with no other complaints, and on (B)(6) 2026, the patient was discharged. There was a plan to reimplant the patient on the opposite side when the incision heals. The patient was seen for a follow up on (B)(6) 2026. The patient was stable, the incision was healing well, and they had no further complaints.